Event description:
It was reported that the tip of the scope detached from the casing of the bronchofibervideoscope. It was noticed that some black material crumbled away from the scope and revealed the inside of the scope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was partially confirmed. The distal end was detached and confirmed. However, it was not confirmed that the black material crumbled away from the scope and revealed the inside of the scope. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.